Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 8.0x40x135 cm express&#10252;d vascular stent was advanced but failed to cross the lesion and it was noted that the mounted stent moved slightly to the proximal part of the balloon. The device was removed from the sheath as there was a possibility of stent detachment. Another 10x40mm non-bsc stent was advanced but still failed to cross the lesion and the procedure was abandoned. No patient complications were reported and the patient's status was good.